Event description:
During use of the device for a surgical procedure, the user reported upon power up of the heart lung console, some of the roller pumps would not power up. The user also reported the monitor would intermittently go blank during the procedure. The user rebooted the monitor and it powered up as expected. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.